Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/8/2019. Device evaluation summary: according to the information received, it was reported a patient developed capsular contracture associated and experienced a rupture of the implant. During evaluation of the sample an area of siltex cracking was found on the posterior aspect. Within the area of siltex cracking, a tear and an area of missing material were found measuring approximately 4 cm and 3.5 cm x 4 cm, respectively. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in shell of siltex breast implants. This failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 325cc mentor memorygel breast implant, catalog# 3503251, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with a 325cc mentor memorygel breast implant experienced right sided baker¿s grade iii/IV capsular contracture and right sided rupture post procedure. The capsular contracture was diagnosed by a physician prior to replacement surgery. The rupture was discovered during the replacement surgery on (B)(6) 2019. The devices were replaced with 350cc mentor memorygel breast implants.